Event description:
It was reported patient underwent a revision procedure fourteen years post implantation due to pain. During revision osteolysis and synovitis from articular surface wear debris was noted. The bone loss was mitigated with augments and allograft repair. The operative report noted that there was a poly wear osteolysis, preop rom, synovitis with small effusion encountered, no evidence of infection/loosening, surface wear of the ps insert symmetrical, not on posts, wear on patellar component from pfr nineteen years ago, especially lateral facet, underlying, osteolysis, removal of implants reveals pockets of osteolysis in the proximal tibia and distal femur later, filled with mixed allografts/autografts and femoral augments, new tibial and femoral cemented in place final balance and stability achieved, layered closure, no intraop complications. All components were replaced without complication. No more information is available.

Manufacturer narrative:
(B)(4). D6a: 2010. D10 - medical product: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog # 00596203210 lot # 60864339; femoral component option for cemented use only size f left catalog # 00576401651 lot # 60797465; palacos r + g (1x40) catalog # 66022663 lot # 67214197. G2: australia. H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates that revision notes: poly wear osteolysis; surface wear of the ps insert; removal of implants reveals pockets of osteolysis in the proximal tibia and distal femur; no evidence of infection/loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.